Manufacturer narrative:
Evaluation results and conclusion: (limited information received-no device or procedural images not provided for review). (Device or procedural images not provided for review). (B)(4).

Event description:
It was reported that a mo.ma ultra cerebral protection device was used by a physician to treat a lesion in the internal carotid artery of a patient. It was reported that there were no issues noted during the preparation or delivery of the mo.ma device during the procedure. The proximal balloon deflated during removal of a 7.0 x 40mm non-medtronic stent delivery system. The proximal balloon was re-inflated. During aspiration after the stenting procedure, the physician noticed the cca balloon was deflated. The balloon was re-inflated then aspiration was continued. The balloon inflated well after re-inflation. Procedure ended after angiography check. The mo.ma device was inflated in vitro after the procedure. The cca balloon kept inflating about 10 minutes. It was suggested from the account that there could be a possibility that the balloon deflated due to a loose the one-way cock during procedure; however, a balloon leak could not be excluded. No patient complications were reported.

Manufacturer narrative:
Correction to event date.

Event description:
Patient outcome was confirmed to be recovered.

Manufacturer narrative:
Related to operational context (it was reported that this is the case that cause of deflation is due to stop cock loosen or other things during the procedure).

Event description:
Additional information received reported that the physician tried to inflate the device several times, but the balloon deflated. After procedure, the moma device was removed, and proximal balloon was inflated outside of the patient, and confirmed the balloon was kept inflated. It was reported that this is the case that cause of deflation is due to stop cock loosen or other things during the procedure. It was deemed not device related, and unknown for the procedure related. No treatment was given to the patient. No adverse event occurred to the patient.